Event description:
Event description guidant received information that the device had stored a ventricular tachycardic event, which appeared on the electrogram to be noise. This event occurred when the patient was brushing his teeth with an electric toothbrush. In addition, the lead safety switch had been triggered due to high impedance measurments and was in unipolar configuration.